Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited noise oversensing with pacing inhibition on the right atrial (ra) and right ventricular (rv) channels. It was noted these leads are non-boston scientific leads and have been implanted for over 30 years. It was also noted this patient appears to be atrial dependent. Additionally, there was three seconds of asystole. Technical services (ts) noted these leads may be failing and need further in-office evaluation with isometrics. This pacemaker system remains in service and no additional adverse patient effects were reported. Additional information was received and it was reported that the patient was brought into the clinic and the lead noise was not the cause of the pacing inhibition. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker system exhibited noise oversensing with pacing inhibition on the right atrial (ra) and right ventricular (rv) channels. It was noted these leads are non-boston scientific leads and have been implanted for over 30 years. It was also noted this patient appears to be atrial dependent. Additionally, there was three seconds of asystole. Technical services (ts) noted these leads may be failing and need further in-office evaluation with isometrics. This pacemaker system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.